Event description:
Reportedly, during physician training using a starclose se device in a demo block, the damaged tip of the clip delivery tube was visible during the first 3 cm of initial sheath splitting. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The control wire was bent at the distal end; therefore, the reported product experience is confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents with reported information that the tip of the delivery tubeset was damaged or that exhibited a bent control wire at the distal end for this lot. Based on the information reviewed, there is no indication of a product deficiency.